Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with removing/ replacing the cap on her onetouch delica lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 12:15pm. The patient manages her diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. About 5 minutes after the start of the alleged issue, the patient claims she felt symptoms of sweating and "facing." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the correct lancets and cap were being used with the subject lancing device. The cca walked the patient through the proper technique to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed a symptom suggestive of a serious injury after not being able to test due to the reported issue with the subject lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient and was provided additional information. The patient confirmed she associated her symptom of sweating with low blood glucose. The patient "ate something" as treatment and felt better shortly after.